Manufacturer narrative:
Investigation into the reported issue has been completed. The logs were reviewed and confirm the pump was unable to start and produced high motor current pump stops. The product was returned, and no biomaterial or kinks were found. The pump ran without issue and had adequate flows. The root cause of the pump being unable to start was unable to be determined as the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Impella rp placement was attempted. Pt had a large rv and insertion was attempted over a 0.35¿ guidewire. Guidewire was removed and pump start attempted. Motor current high alarm immediately occurred, and pump was unable to be started. The rp was removed and a second rp was attempted to be placed however decision was made to stop all efforts due to prolonged coding time. The act was unknown. Additional information noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.